Event description:
It was reported that following carotid stent implantation, restenosis was found (mostly determined by carotid ultrasound) on an unk date or time period. Interventional angioplasty was performed. No additional informaiton is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record in this case.